Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical service team but further information regarding the patient or event was not obtained.